Event description:
It was reported that the ilet user experienced a hypoglycemic episode after announcing a larger-than-usual meal and administering excess insulin, compounded by suspected food poisoning and an incorrect meal size selection, which led to a rapid blood glucose decline to 53 mg/dl. Symptoms included headache and sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia that resolved after self-treatment with oral glucose, followed by a subsequent hyperglycemic excursion due to overtreatment. Investigation included customer care troubleshooting and education on correct meal announcement sizing and recognition of rapidly falling glucose. Investigation of this case revealed user-related factors, including incorrect meal announcement and insulin dosing decisions, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate absorption variability.this report is being submitted for user error related to incorrect meal size. A separate report will be submitted for use error of overtreating hypoglycemia.